Manufacturer narrative:
Only the straight plate shaft was returned. One of the eyelets of the straight plate shaft was observed to be fractured open and distorted. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. A review of the manufacturing records showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to hematoma evacuation and skull complex. According to the report the device was found to be broken intraoperatively. The report stated the doctor replaced a new device to complete the surgery successfully. Reportedly there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.